Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "my pacemaker seems like it's broken in two. It's not smooth anymore, and I got a call saying my transmissions aren't going through either" and "I called the clinic and I told them it was broken.. Then I got a call from them saying they weren't getting transmissions." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.